Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR rec'd the user facility report ((B)(4)) from the intermacs registry. The report indicated that the pt experienced hemolysis. The echo showed aortic valve opened 100 percent of the time.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.